Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient's batteries had declined in function and had a replacement. No patient symptoms were reported. No further complications were reported or anticipated with the event.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp indicated the battery depletion was normal. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.